Manufacturer narrative:
(B)(4). The customer replaced the ict module, (B)(4), that was installed on the architect c16000 instrument. The customer calibrated and ran precision testing. The customer believes the ict module to be the cause of the discrepant results and stated that no further issues occurred since the ict module was replaced. Review of quality metrics did not identify any adverse trends with erratic ict results. The current rates for architect c16000 erratic complaints/million tests and occurrences/million tests are below the internal rates documented at launch of the instrument. No adverse trends were identified related to erratic ict results. The architect system operations manual was reviewed and adequate labeling exists regarding erratic/imprecise ict results and recommended troubleshooting. Based upon the data available and the results of this evaluation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to correct the catalog # from 9d28-03 to 3l77-01. The initial report was submitted with the correct brand name and manufacturer name but incorrect catalog #.

Event description:
The customer stated that discrepant sodium, potassium and chloride results were generated on the architect c16000 analyzer for one patient. Initial results were: sodium 103 mmol/l, potassium 2.8 mmol/l and chloride 149 mmol/l. Repeat results were 143 mmol/l, 4.0 mmol/l and 104 mmol/l respectively. The initial results were not reported out of the laboratory. No impact to patient management was reported.